Manufacturer narrative:
This is a final report. Functional inspection was performed by responsible leica field service engineer on site. Visual inspection was performed. Based on provided pictures by the specification developer. In addition, all measures, tolerances and the design of the brake of the affected device were checked and reviewed. It was found that a cable was defective due to an insulation damage and caused a short circuit . The root cause of the broken cable insulation could not be determined. There are no indications that the problem is systematic. Complaints will be closely monitored to detect potential trends and initiate appropriate countermeasures if needed. The surgical microscope was repaired and put back in service. File attachments: no files.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Event description:
Leica microsystems (B)(4) received a complaint from (B)(6) on (B)(6) 2015 stating that there was an error with a m525 f50 surgical microscope. The illumination did not work and brakes of the device were not functional. The failure occurred prior to surgery and there was no patient involved. No patient or user harmed. Based on the initial investigation on site of a field service engineer, it cannot be ruled out, that the malfunction could have occurred during surgery and therefore the surgery potentially could not be completed.